Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was removed and noted to have tissue in the helix. The helix was cleaned out and the lead was re-positioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check earlier in the year, increased atrial thresholds were exhibited. An x-ray showed no anoma lies, and therefore the physician decided to place the patient under observation and reprogram the lead settings. A more recent x-ray showed obvious dislocation/dislodgement of the atrial lead toward the atrial inferior wall, and there was intermittent atrial pacing due to undersensing, and unstable p-waves. There was also a fluctuation of thresholds and reprogramming was performed once again. The physician chose to schedule a procedure to reposition the right atrial (ra) lead, and this will occur one to two weeks after treatment of the patient's pneumonia. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.